Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an in-office visit, the left ventricular (lv) lead displayed low pacing impedance, oversensing and pauses. The lead was replaced. No further patient complications have been reported as a result of this event.